Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a detached needle and one needle-suture piece was received for analysis. Product code sxpp2b409, this product code is double armed. After investigation of the detached needle and suture piece, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle and suture was detached from the needle since the insertion end of the suture did not meet the required standards. In the inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number please provide the respective reference numbers of the other complains please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent a tka procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the rep that during a total knee replacement procedure that when the suture package was opened the needle was not attached to the suture. Another like device was used to continue with the procedure. Suture, needle and packaging returning. Upon return and evaluation of the detached needle and suture piece, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle and suture was detached from the needle since the insertion end of the suture did not meet the required standards. I n the inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. No adverse patient consequences were reported. Additional information was requested.